Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced several occurrences of elevated blood glucose (bg) levels ranging from 288-377 (mg/dl). The customer delivered correction boluses to address bg level. Reportedly, the suspected cause of the elevated bg levels were unknown. During troubleshooting with tandem technical support, the customer observed insulin dripping out the infusion tubing as expected. Customer was referred to health care provider for possible factors that may affect bg levels.